Manufacturer narrative:
A2: age: 68, sex: male. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
Consumer reports getting "one uti in last 3 months while using this catheter". He states he"caths now 5 x a day with this product he has been using this for about a year now. He did report about "once in the last 3 months" he did get a uti while using this product." He is not blaming the catheters for his recent uti and his md said a uti can result from cathing in general. He said "he was prone to utis even before switching to his gc glide due to his retention. He has been cathing for 5 yrs for incontinence and retention. He said around (B)(6) 2022 he had hernia surgery and has been uti free since then up until recently. He said his hernia had pushed into his bladder and his md said it was like he had "2 bladders" and so some retention always occurred and he was prone to utis. He said since his surgery he has not gotten any utis until recently he said "he had one in the last 3 months". His uti symptoms were burning when voiding and cathing and cloudy urine. He did go to his md, did a urine sample (only remembers the culture did not show e. Coli) and had to get prescribed oral antibiotics for resolution of symptoms. He said he thinks not only the surgery helped him to avoid utis but also because he cleanses the catheters before he uses them by rubbing the alcohol pad he has used to cleanse his meatus with all along the catheter itself. " consumer was advised this could actually put him at risk for utis as that would be contaminating the catheter prior to use as well as would affect the hydrophilic nature of the catheter. Rubbing alcohol could also be an irritant to his internal urethral mucosa as well.